Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case and plunger case. The tamper seal was broken. Review of the event history log (ehl) showed maintenance recommended. A functional test was performed and the reported issue was duplicated. Maintenance recommended was found at power up. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited a force sensor error during preventive maintenance. No patient injury was reported.